Manufacturer narrative:
Approximate age of device ¿ 3 months. The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted with new left sided ischemic infarct/stroke and right sided mcs hemorrhagic stroke. No alarms were reported for the event. The patient was medically managed and discharged back to the nursing home for rehabilitation. It was reported that the lvad was functioning as expected.

Manufacturer narrative:
Additional information: a root cause for the patient's strokes could not be determined as no autopsy was performed and the pump was not returned for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information provided indicated that abrupt neurological changes occurred after the patient was discharged from the nursing home. A CT scan on (B)(6) 2015 was negative; however, on (B)(6) 2015 a second CT scan showed a large right middle cerebral artery ischemic stroke. The patient¿s family elected to withdraw care and she expired on (B)(6) 2015. It was reported that the lvad was functioning as expected. An autopsy was not performed.